Event description:
It was reported that at initial implant there was a problem with the header of the device. The physician was not able to get atrial lead inserted into the header port. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. However, it was noted that the set screw was in the connector bore.